Manufacturer narrative:
Review of the device history record (DHR), and supporting quality records confirmed no anomalies that may have caused, or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon unraveled and fell apart leaving pieces inside her vaginal cavity. She manually remove the pieces of pledget from her vaginal cavity, and did not seek medical attention. She did not experience any adverse health effects.